Manufacturer narrative:
The total psa reagent lot number and expiration date were not provided. The customer verbally stated that the qc was acceptable. The field service engineer (fse) found that the reagent paddle was bent. He replaced the reagent paddle. He then verified the system by checking the mixing speed. The customer performed qc with successful results. The instrument was performing within specifications. No further issues were reported after the service visit. The investigation determined that the issue found by the fse (bent reagent paddle) was the root cause of the event.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys total psa assay on a cobas e 411 analyzer (disk system), not matching the patient's previous results. The initial result was 2.19 ng/ml. The physician questioned the initial result as it did not match the patient's previous results and requested a new sample to be drawn and tested, resulting in a total psa value of 0.59 mg/ml and considered "undetectable" and below the measuring range. The original sample was then repeated, and the repeat result was <0.014 ng/ml (accompanied by a data flag). The repeat result matched the patient's previous results. An amended report with the repeat result was issued.